Event description:
It was reported to philips that the system was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a vascular procedure at the time of the reported event. The procedure was aborted and performed at a later date. It was reported that the system was not working. A philips field service engineer (fse) inspected the system on-site and identified no geometry movements were possible. Upon troubleshooting, the fse found that the fuse 2ny f11 had tripped, causing the power light emitting diode (led) on 2ny in the r-cabinet for the x11 geo I/o box to turn off. A root cause for the tripping of fuse could not be determined. To resolve the issue, the fse replaced the fuse. After the replacement, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a vascular procedure at the time of the reported event. The procedure was aborted and performed at a later date. A philips field service engineer (fse) inspected the system onsite and found that the system was switched off and geometry movement was not possible after switching on the system. Upon further troubleshoot, the fse identified that fuse 2ny f11 had tripped which caused the power led on 2ny in the r-cabinet for the x11 geo I/o box was off. To resolve the issue, the fse replaced the fuse. But it has not identified why the fuse had tripped. After the replacement, the system was returned in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcome.